Event description:
Boston scientific received information that during a device replacement procedure when attempting to implant the lead to the new device it was not possible to secure the lead as the setscrew could not be secured. Finally the lead was inserted into the device header and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.